Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 517 mg/dl at the time of the incident. Another blood glucose level was 444 mg/dl. The customer tries to remove the infusion set and he noticed it was crimped like it had been crumpled. The device will not be returned for analysis.